Event description:
It was reported to resmed that an astral device displayed an error message (sf131) related to the main blower temperature sensor. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The device was returned to a third party service center for evaluation and service. No further information is available. If further information becomes available, a supplementary report will be submitted. Resmed reference#: pr (B)(4).